Event description:
It was reported that a large volume folfusor had a "manufacturing defect" in the hose "leaving the infusion". This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6 (update codes), h11. H4: the lot was manufactured april 5-9, 2024. H11: the actual device was received for evaluation. Visual inspection identified a segment on the tube set has been damaged; indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the tube set. The reported condition was verified. The cause of the damage was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.